Event description:
The reporter did back to back(rapid succession) blood glucose tests, using separate fingersticks. Reporter results were 166, 198, 209 and 144 mg/dl. Reporter did not have any symptoms. Control testing was not done due to unavailability of supplies. On follow-up, the reporter states checking the confirmation dot when testing. Reporter's technique of applying blood is accurate, and reporter cleans meter on a regular basis. No harm was alleged.